Event description:
It was reported that the patient suffered from multiple organ failure due to progressive bowel ischemia. The patient passed away on (B)(6) 2022. No left ventricular assist device (lvad) issues were mentioned and the lvad was operating as expected.

Manufacturer narrative:
(B)(6). (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported multiple organ failure, bowel ischemia, and subsequent patient outcome, could not be conclusively established through this evaluation. Due to patient privacy laws, the managing hospital would not communicate any further information. Hm 3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists potential adverse events, including various types of organ failure and death, that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.